Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the completed investigation results. One 6fr angio-seal vip device was returned for evaluation. The arteriotomy locator, and guide wire were returned for analysis. Visual inspection revealed that the arteriotomy locator was mated with hemostasis sheath. No gross anomalies were noted. A kink was found on the guide wire. No other anomalies were noted. There is no evidence that this event was related to a device defect or malfunction. Based on the investigation results, it is likely that off-axis forces may have caused the kink within the guide wire. However, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the angio-seal device guidewire was knicked and damaged the dilator while trying to insert it and could not get the guidewire through. A new introducer was inserted via the knicked guidewire and then inserted a new guidewire, placed the dilator with sheath and then the angio-seal device by the doctor. There was no harm to the patient and the patient was treated as intended by the replacement sheath and guidewire. Additional information was received on february 15, 2019. The procedure was an ordinary percutaneous transluminal angioplasty (pta) balloon and stent. A 6fr procedural sheath was used. The guidewire was kinked. A pre-deployment angiogram was performed. When they tried to insert the dilator and sheath it did not work because the guidewire was kinked and it damaged the dilator. A new introducer and angio-seal guidewire needed to be inserted and then it worked. Hemostasis was achieved.